Event description:
During left knee arthroscopy procedure, dyonics intellejet irrigation system performed erratically and "raced" at very high flow rate ignoring the set flow rate. A much larger then anticipated volume or irrigation fluid was delivered. Pump was examined following the procedure by biomedical instrumentation and was found to be operating properly.